Manufacturer narrative:
An event regarding crack/fracture involving a tri univ baseplate trl sz2 was reported. The event was confirmed. Method & results: device evaluation and results: the device was returned in used condition the tibial trial is fractures and there are scratches in various areas from usage. Medical records received and evaluation: there is no indication that patient factors contributed to the reported event. Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the investigation concluded that the crack/fracture was caused by overload. Examination of the returned device with material analysis engineer indicated the device fractured in overload condition was consistent with reported event.

Event description:
Left primary knee arthroplasty. During trialing of the tibial baseplate the doctor tried to extract the tibial baseplate with a flat hammer and a part of the tibial baseplate broke off not allowing the flat hammer to remove the tibial baseplate. A smaller osteotome was needed to leverage the tibial baseplate out. There was no delay in surgery.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Left primary knee arthroplasty. During trialing of the tibial baseplate the doctor tried to extract the tibial baseplate with a flat hammer and a part of the tibial baseplate broke off not allowing the flat hammer to remove the tibial baseplate. A smaller osteotome was needed to leverage the tibial baseplate out. There was no delay in surgery.